Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The rf (radio-frequency) head connector, on the printed circuit board, was broken off. The system fan was also found to be noisy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the connector port, where the programmer rf (radio-frequency) head plugs into the programmer, is broken. The programmer was returned for repair. No patient complications were reported as a result of this event.